Event description:
It was reported that the customer had aa no delivery alarm on the insulin pu mp. The customer's blood glucose level was 452 mg/dl. The customer did complete set change and treated with insulin pump. The customer reports that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.